Event description:
During procedure to cannulate right internal jugular vein for ECMO (using mc3 cardiopulmonary crescent 28 fr dual lumen catheter kit), as the last vein dilator was removed, approx 4 cm of the internal jugular vein was avulsed. Pt underwent immediate emergent surgical intervention to repair the vein. FDA safety report ID# (B)(4).